Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to 3mh004ytd2w from 3mh004ycd2w based on returned product download. D4 (expiration date) and h4 (device mfg date) were updated based on an extended investigation. Sensor 3mh004ytd2w has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. No issues were observed with the returned adhesive. No malfunction or product deficiency was identified. An extended investigation has also been performed and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre 2 sensor detached from the adhesive on the same day of application. Customer experienced "profuse sweating, hands and tongue tingling" and an unspecified reading was obtained on an unspecified meter and was provided a cool drink by the daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre 2 sensor detached from the adhesive on the same day of application. Customer experienced "profuse sweating, hands and tongue tingling" and an unspecified reading was obtained on an unspecified meter and was provided a cool drink by the daughter. There was no report of death or permanent injury associated with this event.